Manufacturer narrative:
Section d4: lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage and green fluid on the modular cable was confirmed via the submitted images. The modular cable (lot number: unknown) was not returned for analysis. However, images of the cable were provided which revealed a green substance consistent with fluid ingress around the controller connector of the cable as well as on the controller connector bend relief. The additional submitted image revealed a large tear in the outer jacket of the cable, exposing the underlying armor layer. The damage appeared to be cosmetic only, and no internal wires were exposed. Provided information indicated that the modular cable was replaced due to the cosmetic damage, and the patient tolerated the exchange and is doing well. No log files were collected, however the device reportedly operated as expected. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their modular cable replaced due to a tear in the outside sheath. The patient was provided with a new system controller as their previous controller was very old. When the driveline was unplugged from the old primary controller, it had a green liquid on the modular cable connection. It was later communicated that the device operated as expected.